Event description:
It was reported that a radial jaw 4 standard capacity biopsy forceps was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the radial jaw 4 took too large of a biopsy. Sufficient biopsy samples were taken, and the procedure was completed with the same device. The patient was hospitalized beyond the standard of care and a repeat gastroscopy was performed 48 hours later to control bleeding at the site of the initial biopsy. The bleeding was treated with a clip. Patient has fully recovered.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of major hemorrhage. Imdrf impact code f2022 captures the endoscopy procedure of gastroscopy. Imdrf impact code f08 captures the prolonged hospitalization of the patient.

Event description:
It was reported that a radial jaw 4 standard capacity biopsy forceps was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2024. During the procedure, the radial jaw 4 took too large of a biopsy. The procedure was completed with the same device. After 48 hours, the patient was re-hospitalized for gastroscopy due to bleeding. The bleeding was treated with a clip. Patient has fully recovered.

Manufacturer narrative:
Block h2: correction: block h6 impact codes has been corrected. Imdrf impact code f2301 was added to capture the use of a clip to treat the bleeding. Block h6: imdrf patient code e0506 captures the reportable patient complication of major hemorrhage. Imdrf impact code f2022 captures the endoscopy procedure of gastroscopy. Imdrf impact code f08 captures the prolonged hospitalization of the patient. Imdrf impact code f2301 captures the event that bleeding was treated with a clip.